Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that buttons of the insulin pump had to press a few times to react. The blood glucose level was unknown at the time of incident. Customer also stated that insulin pump had unexplained no delivery alarm and slower rewind. Customer also reported that battery cap was broken. The insulin pump will not be returned for analysis.